Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, the device revealed no signs of clinical use. The returned complaint device revealed two reprocessing marks. Visual inspection of the returned device seal ring gasket connectors, tubing, flanges, and velcro revealed no damage or separation. Functional inspection - during functional testing, an audible air leak was heard. Upon submersion in water, air bubbles were observed to be coming from the base of one of the flanges. The analog flow meter topped out greater than 1.0 l/min, indicating a non-hermetic device. A review of the DHR could not be performed as the lot/serial number was not reported. The reported event could be attributed to: ptc coming into contact with sharp object or surface. Product damaged during shipping/storage. Loss of structural integrity. Inadequate handling instruction, user damages cuff. The instructions for use (IFU) state: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported the cuff wouldn't hold pressure and the screen stated "cuff leak" during inflation process. There was no patient injury or medical intervention and extended procedure time reported was a few minutes. These are commonly used devices that are readily available.